Event description:
After the anastomosis was created with the car device, there was a tear proximal to the ring and a positive leak test. The physician resected out the ring and redid the anastomosis. The second anastomosis passed the bubble test.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solution ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. Niti has re-evaluated this event during a retrospective review, and has determined the event to be MDR reportable. The production history files were reviewed and indicated that the device was released according to the product specifications. The ring was not returned for evaluation and therefore, it could not confirm that it meets specifications. Since the device is a water-tight sealed, whenever the device meets its specifications, a positive bubbles test most probably indicates a failure in the surgical technique and is not related to the device. The origin of a positive leak test is often the staples line which remains outside of the anastomosis ("dog ears"). In this case, tear was found proximal to the anastomosis and therefore, likely not device related. Leak detected at this stage (positive leak test) enables immediate intraoperative repair or strengthening of the anastomosis or anastomotic area and thus reducing the chance of future anastomotic leaks.